Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after experiencing thrombus in auricle, arrhythmia, dyspnea, and heart failure. The lead was undersensing f waves. The device was reprogrammed and the patient was given medications. The patient was in good condition after the event, and was scheduled for a cardioversion.